Event description:
During a tonsillectomy with adenoidectomy and tube placement, the ablator device would not function while trying to prime the ablator. The hand piece would not prime. A new generator was brought in and connected to the current handpiece. The issue continued. Another second handpiece was opened, connected to the generator and it worked.